Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the remote monitor had "no telemetry." Further investigation indicated that the monitor had a successful transmission after the call report. The monitor remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the printed circuit board was out of electrical specification. Full debug mode test passed after rework was performed on antenna.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.